Event description:
It was reported that : " the patient was admitted with diabetic ketoacidosis (dka) and required fluid resuscitation. A device had been inserted approximately 48 hours prior . Yellow 4.5cm needle which was inserted into a large patient into the right tibia. The top of the device sheared off and was inside the needle-free device. Unsure how this occurred. It was not possible to remove the needle in the usual conventional way. The device had been in the patient for 48 hrs and it was extracted today. The device appeared deeply inserted. A luer lock syringe could not be used for removal due to the shearing. The device was removed using pliers (cleaned with clinell wipes), applying gentle clockwise traction.the device had been in use prior to removal. No patient harm was reported. "

Manufacturer narrative:
(B)(4).